Event description:
The device completely stopped functioning while still in the left ventricle. Due to this malfunction the cardiologist withdrew the device outside the heart to prevent left ventricular thrombus 10cm from 46 to 36cm from the visible marker on the right chest. Later, the patient was taken to the operating room for insertion of a left ventricular assist device, during the removal of the failed device it was noticed that the distal portion of the pump was not attached and this was seen on the tee in ascending aorta and later retrieved. Additionally, there was moderate-severe aortic valve insufficiency after the removal. Retained device was later found in the aortic arch and retrieved.